Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer states that after the temporary catheter had been in the patient for one week, cracks appeared near the y junction. The catheter was pulled and replaced. No medical intervention was required.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.